Event description:
The device was used during an unspecified procedure. Reportedly the pouch disengaged from the instrument into the patient's cavity. The surgeon was able to retrieve the pouch without injury to the patient.